Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Functional testing using tap water was performed, and a leak was observed between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of the leak was most likely due to incorrect bonding caused by inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from administration port. This issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.